Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-641a-1974: the fiber product was returned in the original sealed pouch. Fiber card analysis: lot: 634. Use date: 04/17/2017. Use time: 07:25:23 am. Joules used: 194,340 joules. Card information does not match warranty form information. Probable root cause: based on the device analysis, the product complaint "fiber card error" could not be confirmed; there is no failure found with the returned product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a prostate procedure, the first fiber was connected to the laser and the fiber card was inserted however the ¿card was not accepted¿ and ¿the fiber was unable to be removed from the machine¿. The fiber card was exchanged for a card from new fiber package resulting in the same issue (fiber card was not accepted by the laser). The laser was unable to be used. An alternative procedure (turp) was used to treat the patient. Patient outcome: "no complications"